Event description:
The patient claimed the animas insulin pump record is showing more insulin than what is in the cartridge. In addition, the patient stated the pump is priming large amount of insulin with routine cartridge change. There was no product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the alleged inaccurate remaining insulin record.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 11/10/2012 device evaluation: the insulin cartridge has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow up #2 submitted: 11/10/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no activity related to the complaint recorded. On testing, remaining insulin was calculated accurately. The pump was primed until 20 units remained in the cartridge, at which point a low cartridge warning was emitted. There were 20 units visually confirmed in the cartridge. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.